Event description:
One external proficiency testing sample with discrepant glucose results. Initially reported as negative, repeated 1000 ng/dl. No pt samples were involved in the event. The user refused service and investigation on the instrument. Further eval is not possible. User reports performance tests are performing within specification.